Event description:
It was reported bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology was damaged and broke off in the patient's arm. The following information was provided by the initial reporter, translated from french: "the department reports that when removing the secure catheter from the patient's right forearm, the nurse felt resistance. She found that approximately 0.5mm of the distal end of the catheter was missing."

Manufacturer narrative:
Investigation summary: our quality engineer inspected the photos submitted for evaluation. Bd received two photos showing a view of a used 20ga unit. The distal end of the catheter tubing was observed to have some irregularity; however, the photos did not allow for a clear view of the catheter tip which prevented further investigation. Due to the image quality and the absence of a physical sample, bd was unable to confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology was damaged and broke off in the patient's arm. The following information was provided by the initial reporter, translated from french: "the department reports that when removing the secure catheter from the patient's right forearm, the nurse felt resistance. She found that approximately 0.5mm of the distal end of the catheter was missing."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(4). Investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 20g x 1.16in. Insyte autoguard bc pro catheter from lot number 1074253. Additionally, two photos were provided for investigation. A gross visual inspection of the returned unit found that the catheter tip was missing, and the distal end of the catheter tubing had a jagged outline. The broken off piece of the catheter tubing was not returned for investigation. The reported issue was confirmed. Further microscopic inspection found that the catheter break had a jagged outline. The surface of the break was largely rough with small segments of smooth surface. The rough surface likely indicate that the material experienced tensile stress in those segments. The smooth surface is typical of what is seen when the material is damaged by a sharp instrument. Underneath the break, a diagonal slit was found on the catheter tubing. The proximal end of the diagonal slit appeared like a tear and went through the catheter. The features observed on the unit likely indicate that sharp instrument partially damaged the catheter in two locations (at the break and at the tear below the break). The damage at the location of the break was likely further exacerbated by tensile stress until the catheter broke off. There are no known manufacturing causes that could cause damage as seen on this unit. Most likely this defect occurred in the user environment as a result of the unit coming into contact with a sharp instrument (e.g., scissors). Scissors or other sharp instruments may damage the catheter if used at or near the insertion site. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology was damaged and broke off in the patient's arm. The following information was provided by the initial reporter, translated from (B)(6): "the department reports that when removing the secure catheter from the patient's right forearm, the nurse felt resistance. She found that approximately 0.5mm of the distal end of the catheter was missing."